Manufacturer narrative:
Follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touchscreen was inoperative. There was no patient involvement.

Manufacturer narrative:
(B)(4). Additional information: (B)(6) 2018 (date estimated); added UDI (international UDI: (B)(4)). Philip's international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.